Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c10, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of faulty battery/ won¿t charge/ failed battery conditioning was confirmed thru actual unit battery conditioning test. On 28-oct-2024, pcu device was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. Downloaded error logs and found soft-fault error 800.8000 which causes the issue. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the logic board. Failure investigation report attached to on in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty battery / would not charge / failed battery conditioning. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of faulty battery/ won¿t charge/ failed battery conditioning was confirmed thru actual unit battery conditioning test. On 28-oct-2024, pcu device was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. Downloaded error logs and found soft-fault error 800.8000 which causes the issue. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the logic board. Failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty battery / would not charge / failed battery conditioning. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty battery / would not charge / failed battery conditioning. There was no patient involvement.